Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had lost sensor anomaly on the insulin pump. The customer's blood glucose level was 472 mg/dl. The customer was treated with insulin pump. The troubleshooting was performed. The customer stated that the rf communication was established. The customer is back up and running after doing find lost sensor.